Event description:
Customer reported that the device would not power on. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported power failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unk.